Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during screw insertion the hook splayed and the set screw cross threaded. No patient complications were reported.

Manufacturer narrative:
(B)(4): the screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional info: microscopically examined set screw center protrusion, which interfaces with the rods. Threads do not show evidence of cross threading, but show signs of thread jumping. Set screw center protrusion node found to be off center when compared to bench sample. There is also a ring of deformation around the outer edge of the screw that may be associated with the angulation between the rod and the set screw face. Microscopically examined set screw center protrusion, which interfaces with the rods. Threads do not show evidence of cross threading, but show signs of thread jumping. Set screw center protrusion deformation height (@ center) found to be significantly shorter (more deformed) than bench comparison sample. There is also a ring of deformation around the outer edge of the screw that may be associated with the angulation between the rod and the set screw face. It would appear that the rod was not fully seated in the hook before the set screw has installed this lead to the hook splaying and causing the set screw to jump threads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.